Event description:
It was reported that cartridge alarm 20 occurred during load process when caller removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to wait for on-screen prompt before removing used cartridge, was advised to place pump into storage mode and return it using prepaid label, and was informed they would receive replacement pump, use multiple daily injections as backup insulin therapy, and then reprogram pump settings and reconnect continuous glucose monitor on replacement device.